Event description:
While implanting a dual-trak clavicle screw to treat a clavicle fracture, the surgeon could not advance the tap drill through the far side of the bone. This caused a 45 minute delay in surgery and required using a plate and screws to treat the fracture instead.